Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple cables and power sources. It was confirmed the cable and adapter were able to charge other devices successfully. The pump battery became completely depleted and the pump shut off. The pump was unable to be turned back on due to the inability to charge the pump battery. There was no impact to the customer's blood glucose level. It was indicated that the customer had manual injections as alternate insulin therapy.